Event description:
Discordant calcium_2 results were obtained on an advia 2400 for 8 pts. One initial result was reported and later corrected after rerun. For the rest, only the correct rerun results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the causes for the discordant calcium_2 results were a misaligned rp1 probe and a malfunctioning mix1 rotational motor. The probe was aligned and the motor was replaced. The instrument is performing within specs. No further eval of the device is required.